Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during pacemaker replacement procedure, the atrial setscrew could not be untightened to remove the right atrial lead. After removing the septum, the lead was unplugged. No patient consequences were reported and the patient was in stable condition.